Manufacturer narrative:
Per tandem's t:slim user guide, "do not remove the cartridge during the load process until prompted on the t:slim pump screen." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, when loading a cartridge, the customer did not follow the on-screen instructions. Customer's blood glucose level was not impacted. The customer was able to load a new cartridge successfully.